Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for reasons unrelated to the device. During device interrogation, due to patient receiving a patient notifier, an alert for long charge time was displayed. The capacitor maintenance frequency was reprogrammed. Patient monitoring will continue.